Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no problem detected. It was not confirmed that there was a problem with the device. During the investigation it was found that no image appears and error 229 pops up on the otv, the cause of these issues were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a fuzzy image during preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported, that the subject device had a fuzzy image, during preparation. For an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.